Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported bolus programming error has not yet been possible. Moog will update this report with new information as it becomes available.

Event description:
The customer reported the following complaint from a patient: "the bolus interval switched back from 6 minute interval to 10 minute interval after the nurse had selected to repeat rx on (B)(6) 2014." The customer reported that the pump had been tested, as follows: the pump was initially set for a .3mg (1.5ml) bolus dose every 10 minutes (6 doses per hour). The customer ran through two bolus doses and verified timing. The customer paused and chose repeat rx, and chose "yes" to "maintain bolus/medlmts schedule" and, then, changed the rx to bolus dose 6-minute interval and bolus allowed is 10 per hour, and started therapy. With repeat rx enabled, the 6-minute bolus interval setting did not take effect, and the customer was not able to activate a bolus dose until 10 minutes after the previous bolus, and the interval remained at 10 minutes (6 doses per hour). (B)(4).